Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2024 ; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-oct-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported by the hcp that the device explanted for cerebrospinal fluid (csf) leak. Unknown if any environmental/external/patient factors have led or contributed to the issue. The hcp implanted a new catheter and pump into the patient on (B)(6) 2025. The issue was resolved at the time of this report. Additional information was received from a patient representative (rep) reporting that the patient had been without a pump for 6 months because the pump got infected and patient was losing spinal fluid. The patient rep stated the pump was removed 6 months ago by hcp. The company rep stated the surgeon would not do the first refill and they need to find someone who could refill the pump. Patient stated they were not able to find healthcare provider that was familiar with the pump.